Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient's pump was alarming or beeping. The pump beeping reportedly sounded like a european police car. The patient had reportedly missed a refill. The patient's last refill date was supposed to be (B)(6) 2019, but the healthcare provider (hcp) would not do the refill. The patient reported that the pump alarm began approximately 3 to 4 weeks prior to the date of the report. The patient also reported that they had been hurting really bad for the last 7 months and did not feel that the morphine was helping them. The patient stated that at the time of the report they could not walk and had to use their walker to go to the bathroom. The patient reportedly could not get out of bed. The patient didn't think that the morphine was helping until their pump started alarming and the pain started to get worse and worse. The patient notified their hcp about their pain, but the patient had poor verbal communication and the hcp told the patient that the hcp would no longer see the patient and they would have to see another hcp to remove the pump. No further complications were reported.